Event description:
The report stated that the ligasure impact was in use during a sigmoidectomy. After several sealing cycles the instrument would not transect the pt tissue. A visual examination of the device on 05/21/08 found that the cutting blade is missing from the end of the integrated cutter. The site was notified and arranged for x-rays. Results are not yet known.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Covidien lp (formerly valleylab) has changed the material of the cutter to a more ductile material to prevent any further occurrences of the cutter breaking. This device was mfg prior to this corrective and preventive action.